Event description:
The neuro sponge came apart. The strings detached from the patient. The hospital is not sure if the strings are still in the patient from the pattie. The pattie itself is x-ray detectable, but the locator strings are not.

Manufacturer narrative:
Investigation findings: the reported issue is in reference to a neuro sponge that is supplied to deroyal by medsorb (B)(6) (of carwild corporation). Due to the complaint, scar (B)(4) has been issued and is due on (B)(6) 2015. The vendor responded to the scar on (B)(6) 2015. Refer to the (B)(4) attachment. Correction: a correction has not been taken. Root cause analysis: scar: the root cause has been determined not to be in the manufacturing process as there was no detection of thread attachment failures in the process, and there have been no material changes to the process. The design of the product is that the string is available for location fo the sponge (versus sponges without strings); however, the string is not meant to be used to remove or relocate the sponge during use. The root cause for the string detachment is usually associated with improper use of the device string. Correction action and/or systemic correction action taken: scar: no corrective action has been identified as being required for this issue at this time. Post-market evaluation was reviewed and no defect related to this issue was found by the end of 2014. No action was required to be added to the risk assessment evaluation according with the post market results specific for this type of defect. Preventive action: scar: heightened awareness of the defect occurrences has been documented and personnel working on this product informed. Additional information: the lot number provided by the customer does not match the manufacturer's lot number system.